Event description:
Dealer states that the axle of the gearbox is bent and is leaking all over the house. Apparently the user has cleaned it. Usage for 2 years. User was not using chair. Used indoors and outdoor. No other information available.